Event description:
It was reported that during a scheduled insertable cardiac monitor (icm) device implant procedure the patient experienced excessive bleeding. The boston scientific representative provided the physician attempted icm implant in the far superior, second intercostal space, very lateral. This is not one of the recommended implant locations per labeling. Labeling instructs the icm device should be implanted in the fourth intercostal space either parallel to the sternum or at a forty-five degree angle relative to the sternum along the axis of the heart. An optional placement per labeling is anterolateral, inframammary between the fifth and sixth ribs. The boston scientific representative provides the patient was bleeding excessively after the physician followed the icm implant instructions and turned the implant tool. The procedure was completed and the patient went to the emergency room (ER) for excessive bleeding. The device was explanted the following day with no replacement. No additional adverse patient effects were reported.

Event description:
It was reported that during a scheduled insertable cardiac monitor (icm) device implant procedure the patient experienced excessive bleeding. The boston scientific representative provided the physician attempted icm implant in the far superior, second intercostal space, very lateral. This is not one of the recommended implant locations per labeling. Labeling instructs the icm device should be implanted in the fourth intercostal space either parallel to the sternum or at a forty-five degree angle relative to the sternum along the axis of the heart. An optional placement per labeling is anterolateral, inframammary between the fifth and sixth ribs. The boston scientific representative provides the patient was bleeding excessively after the physician followed the icm implant instructions and turned the implant tool. The procedure was completed and the patient went to the emergency room (ER) for excessive bleeding. The device was explanted the following day with no replacement. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction field h6: patient codes.